Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging respiratory issue. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging respiratory issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external investigation of the device was completed by the manufacturer and found no unusual wear or tear. Some areas of discolored plastic were observed. An internal inspection of the device was completed by the manufacturer and found evidence of dust contamination on the blower and in the blower. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The manufacturer found evidence of sound abatement foam degredation. The device downloaded event log was reviewed by the manufacturer and found one error. The manufacturer concludes that pil can confirm the presence of contamination in the airpath. Pil cannot address any complaints involving the humidifier due to not receiving it. Pil did not observe any evidence of thermal events. Pil did not observe any unusual operation of the therapy button or any internal damage that would cause it to malfunction. Evidance of sound abatement foam degredation was found. Section d8, d9 and h3, h6 updated in this report.